Event description:
Reporter alleged obtaining the results of 400 mg/dl and 165 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he likely had barbecue sauce residue on his hands with the first result and washed them before obtaining the second result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Patient was revised to address femoral loosening and subsidence. Osteolysis and metalosis were also reported.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.